Event description:
.

Manufacturer narrative:
(B)(4). Additional information provided how was procedure performed? Open. What type of anastomosis was created? End to end. Which stapling technique was used? Single. Which purse-string suture technique was used? Stitch in a circle around. What other devices were used for transecting and/or closing otomies? None. Was there a recent conversion to ees devices in this account or with this surgeon? No. Who fired the device? Surgeon. Has the person firing been trained on how to use the ees circular device? Yes. Has the o.r. Staff been trained in preparing the ees circular device? No. How was it confirmed that the anvil was secured to the trocar? Trocar was completely inserted into anvil. What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch. Was more than one firing stroke required to hear the crunch? No. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Within the green area but surgeon already forgot where was it. Did the red safety remain engaged until firing? Yes. Were any unexpected noises heard? No. Did firing handle/trigger return to its original (pre-fired) position without intervention? Yes. Was the breakaway washer completely cut through? Yes. What did the tissue donuts look like? Good. Was a leak test performed during the initial procedure? Yes. Where was the leak (anastomotic ring, anastomotic ring-transection line interface, otomy, etc.)? Anastomosis got separated. Were any staples observed in the second procedure? Staple form? Surgeon used suture to complete second procedure. What did the surgeon select the cdh29 to use? He used circular sizer to measure. Did patient not present any signs of infection before three days? No. What signs and symptoms did the patient have that indicated there was an infection? Bloated stomach. What signs and symptoms did the patient have that indicate that was a an anastomotic leak? Bloated stomach. What was the patients pre-op diagnosis? Ca rectum. Did the patient have pre-existing conditions that could have impacted the patients health/surgical outcome? No. Has the patient undergone any radiation or chemo therapy? No. What is the patients present condition? Good. Is a pathology specimen available? No. Are there any x-rays and/or picture available for analysis? No.

Event description:
It was reported that during a low anterior resection the device showed good staple formation and no leakage after it was fired. However in about three days, the patient developed an infection and the surgeon found out that the anastomosis was separated. Patient's stomach was filled with feces. Doctor then had to do a manual suture to mitigate the problem. Patient survives. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.